Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6, h10 a review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation: olympus confirmed the scope connector was leaking while the user handling and the water invaded the device. Due to water invasion abnormality of electronic parts occurred which led to the malfunction. The event can be detected/prevented by following the instructions for use which state: important information ¿ please read before use warnings and cautions: caution turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Warnings and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; there was no image and an error 315 (after aeration, the image was distorted). The additional evaluation findings were as follows: the bending section cover glue had lifting and scratches, the objective lens had peeling cement, the forceps passage had restriction due to a kink inside the channel, the brush passage had restriction due to a kink inside the channel, the bending section was crushed, and failed electrical continuity testing at open loop (ol) ohms, the charged coupled device shrink tube split, the insertion tube had scratches, dents and heave kinks underneath the boot, the control body was wet and had corrosion, and the scope connector was wet and had corrosion. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii bronchovideoscope had no image (video is out). The issue was found during preparation for a therapeutic procedure however, the device began to work and was used in the procedure and the issue recurred. The procedure was completed with a similar device. The patient was not under anesthesia and there were no reports of patient harm.